Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of intermittent audible alarms associated with the black power cable was confirmed. The evaluation of the returned system controller serial number (B)(6) confirmed a damaged/severed green wire (positive power line) at the power connector strain relief. As a result, there was an electrical contact/electrical short between the power line and the cable shield when connected to a mpu (mobile power unit) or pm (power module) causing the reported alarm. The data log file was retrieved from the system controller and contained events recorded from august 1 to (B)(6), 2020 where multiple power cable disconnect and low voltage alarms were recorded. The alarms appeared consistent with the compromised wire confirmed in the black power cable. The system maintained the desired set speed during these events. The device history records were reviewed and the records revealed the controller was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate ii patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ explain all alarms and the proper actions to take if the alarms cannot be resolved. Heartmate ii patient handbook and the IFU caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The labeling (heartmate ii patient handbook and heartmate ii IFU) addresses caring for the system controller power cables, avoid bending or twisting them and inspect the system controller power cables for damage daily. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had contacted the healthcare center during the night due to an intermittent audible alarm. A loose contact at the black power cable was identified. The alarm was able to be reproduced with manipulation of the black power cable. The system controller was exchanged.